Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that they were scheduled to have their implantable neurostimulator (ins) replaced for battery depletion. No symptoms were reported. Relevant medical history includes non-malignant pain and failed back surgery syndrome. No further complications were reported or anticipated.